Event description:
It was reported that on (B)(6) 2005, the patient presented with pre-op diagnosis of lumbar stenosis. Patient underwent l4-5, l5-s1 laminectomy with pedicle screws, fusion using rhbmp-2/acs (site- back), rod and locking caps and multi-angle screws. Side mentioned was left. Post-op patient alleged unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.